Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that the set screw was stuck in the up position. A slight amount of body fluid contamination was noted in the lead barrel. The seal plug was removed from the header for further inspection of the set screw. A portion of a hex wrench was found broken off flush with the top of the set screw and lodged in the hex hole of the set screw. Analysis concluded that the damage to the device was induced. The subcutaneous implantable cardioverter defibrillator (s-ICD) battery had not reached elective replacement indicator (eri). The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing during a monomorphic ventricular tachycardia (vt). The shock converted the arrhythmia. One month later the patient received another inappropriate shock due to twave oversensing from low amplitude r waves. The vector was reprogrammed. Another inappropriate shock was administered by the subcutaneous implantable cardioverter defibrillator (s-ICD) one month later when the patient was reaching their left arm across to the right arm. The patient noted concern that the s-ICD appeared to have migrated more posterior than at implant. The patient also noted that he had a myocardial infarction prior the first inappropriate shock and had experienced blunt force trauma to the area around the device. It was noted a boat hit the side where the s-ICD is implanted. The field representative was unable to reproduce the morphology changes in the office. There was discussion that since the patient's myocardial infarction a new presentation could have occurred. The vector was again reprogrammed. Four months later the patient received additional inappropriate shocks. Further review found that the patient was in a slow ventricular tachycardia (vt) and the s-ICD may have been double counting the arrhythmia. Due to continued inappropriate shocks in all sensing vectors, the physician and patient decided to explant the s-ICD. A revision procedure was performed where the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). During the procedure the setscrews on the s-ICD were stuck in the header. The physician had to cut the electrode to remove the system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing during a monomorphic ventricular tachycardia (vt). The shock converted the arrhythmia. One month later the patient received another inappropriate shock due to twave oversensing from low amplitude r waves. The vector was reprogrammed. Another inappropriate shock was administered by the subcutaneous implantable cardioverter defibrillator (s-ICD) one month later when the patient was reaching their left arm across to the right arm. The patient noted concern that the s-ICD appeared to have migrated more posterior than at implant. The patient also noted that he had a myocardial infarction prior the first inappropriate shock and had experienced blunt force trauma to the area around the device. It was noted a boat hit the side where the s-ICD is implanted. The field representative was unable to reproduce the morphology changes in the office. There was discussion that since the patient's myocardial infarction a new presentation could have occurred. The vector was again reprogrammed. Four months later the patient received additional inappropriate shocks. Further review found that the patient was in a slow ventricular tachycardia (vt) and the s-ICD may have been double counting the arrhythmia. Due to continued inappropriate shocks in all sensing vectors, the physician and patient decided to explant the s-ICD. A revision procedure was performed where the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). During the procedure the setscrews on the s-ICD were stuck in the header. The physician had to cut the electrode to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed that the set screw was stuck in the up position. A slight amount of body fluid contamination was noted in the lead barrel. The seal plug was removed from the header for further inspection of the set screw. A portion of a hex wrench was found broken off flush with the top of the set screw and lodged in the hex hole of the set screw. Analysis concluded that the damage to the device was induced. The subcutaneous implantable cardioverter defibrillator (s-ICD) battery had not reached elective replacement indicator (eri). The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.